Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp explanted the device on (B)(6) 2017, wants to send the device back for analysis with the potential for seeking reimbursement. Hcp said the device didn't work without any further detail. Warranty information was reviewed. No patient symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
When contacted for follow up information, the healthcare professional (hcp) did not know the cause of the ¿device didn¿t work¿ issue as they were not the implanting physician. The hcp did note when the patient presented to them the device was in place but not on. The hcp indicated that the patient needed botox.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed no significant anomalies. The device passed functional testing and it was determined there was good stable output on all electrode pairs. The telemetry was reported as acceptable. If information is provided in the future, a supplemental report will be issued.